Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with annular calcification and an outer circumference of the annulus measuring approximately 67 mm, an 18 fr non-medtronic sheath was inserted. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm non-medtronic balloon. Additionally, severe calcification and severe tortuosity were observed in the abdominal aorta, and the patient had a pre-existing hiatal hernia, so transthoracic echocardiogram was used for the implant. Following the bav, the valve was inserted and deployed without control pacing at a depth of 4 mm on the non-coronary cusp. On the left coronary cusp, it was almost coaxial and approximately 5 mm; however, moderate paravalvular leak (pvl) was confirmed via echo. It was noted that the patient's intrinsic rhythm was weak to begin with and heart failure could occur if the regurgitation remained present. It was noted that a post-implant bav would be performed if the pvl did not improve, but the next method for intervention was not planned; therefore, the valve was recaptured and withdrawn from the patient, and a non-medtronic valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.